Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The device was inserted and deployed. During device removal it was reported that "the device broke at the proximal guide." The distal and proximal guides were removed from the pt. Hemostasis was achieved via manual compression. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.